Event description:
Patient revised due to patella (bone) collaspe and tibial tray subsidence. Polyethylene noted interoperatively.

Manufacturer narrative:
Evaluation was not possible as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated pt bone quality was a contributing factor. The pt reported large physicial stature could also be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd the investigation will be reopened. Depuy considers the investigation closed.